Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the long gamma nail broke as a result of continuous stress concentration on the nail due to poor reduction. A replacement operation was carried out on (B)(6) 2021.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. Slight drill marks were found at the lateral entrance of the hole on the surface of the distal segment. However, more significant thing to note apart from the drill marks was the sign of overloading. Bearing points of lag screw at the medial edge of the proximal hole showed significant deformation, indicating towards high compressive load. The fracture pattern resembles a fatigue fracture, having equal portions of fatigue zone and instantaneous zone indicating that the breakage initiated in a fatigue manner but quickly broke instantaneously under high compressive loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿the implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable.¿ based on the above investigation, it can be said that there is a significantly elevated risk of a non-union due to an inadequate fracture reduction as per the stated event. Also, there is an evident damage of the nail around the proximal hole intraoperatively which may have contributed to mechanical weakening of the construct. The extent of this influence cannot be quantified. Hence the root cause for the breakage of the nail (fatigue fracture due to nonunion induced additional stress and a potential weakening due to mechanical damage) can be attributed to a combination of user and patient related issues, but predominantly patient related. If any further information is provided, the complaint report will be updated.

Event description:
It was reported the long gamma nail broke as a result of continuous stress concentration on the nail due to poor reduction. A replacement operation was carried out on (B)(6), 2021.